Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was further reported the catheter was able to prime and advanced into the patient. The error message occurred during active aspiration. The procedure was completed with manual aspiration. Upon completion of the procedure the patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07609. It was reported during the procedure an error message occurred. During the use of a spiroflex angiojet thrombectomy set and angiojet ultra system console in a thrombectomy treatment procedure, a check saline error message occurred. No patient complications were reported.